Manufacturer narrative:
At the time of this report, the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further information becomes available, gyrus (B)(4) will continue the investigation and update the agency accordingly.

Manufacturer narrative:
Analysis of the returned device found that the jaw opening is under tolerance, the lower jaw is bent slightly inward, this caused the teeth to mesh on top of each other, causing the device to short out and not produce the normal tissue coagulation effect on the tissue. We attribute the failure to be user cause.

Event description:
During a laparoscopic bso using everest cutting forceps, when the surgeon attempted to achieve coagulation it only worked very intermittently. Two devices were used and failed, the procedure was then converted into an open procedure to complete. See 3011050570-2015-00002 for other device. Our (B)(4) distributor was aware of the incident on (B)(6) 2014 but did not notify olympus of the event until (B)(6) 2015.

Event description:
During a laparoscopic bso using everest cutting forceps, when the surgeon attempted to achieve coagulation it only worked very intermittently. Two devices were used and failed, the procedure was then converted into an open procedure to complete. See 3011050570-2015-00002 for other device. Our (B)(4) distributor was aware of the incident on (B)(6) 2014 but did not notify olympus of the event until (B)(4)2015.